Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report problems with the serter. The customer's blood glucose reading was 555 mg/dl. The customer stated the blood glucose reading was due to scar tissue. An infusion set was sent to the customer. The insulin pump was not replaced or returned.